Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department with report of experiencing palpitations, a fast heart rate and shortness of breath (sob). Review of stored device data noted pacemaker mediated tachycardia (pmt) on the presenting electrogram (egm) at a rate of 129 beats per minute (bpm). Previous stored pmt episodes were noted upon review of device data. It was noted that this device was recently implanted with a right ventricular (rv) lead placed in the left bundle branch, which, is considered off label use. Programming changes were made to post-ventricular atrial refractory period (pvarp) and the patient was discharged. Subsequently, the patient presented to the clinic for follow up. Pmt was still present, and additional programming changes were made to pvarp. The patient later presented for another in clinic follow up and no further pmt episodes were observed. No additional adverse patient effects were reported. This device remains in service.